Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that device was so uncomfortable for 6 plus hours, patient did have periods throughout the day where it was fine. They had terrible vaginal burning a good portion of every single days. They still urinate and way more during trial device even. Patient stated since implant not happy with any sensations. Patient was going to doctor every week and they finally changed to different number. Patient did not clarify burning or tingling. It was reviewed that patient was going 150 times per day so did decrease after implant and now gradually going to what was set at. Patient was currently on program 3. Programmer runs out of batteries which had always been. Patient was using heavy duty. Patient had changed to program 3 at one point been at least 6 months or longer. Patient was disabled and cannot drive. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.